Event description:
Date of event: best estimate is (B)(6) 2011. According to the information received, an end user reported a catheter that was missing eyelets. No injury was reported.

Event description:
(B)(4).according to the information received, an end user reported a catheter that was missing eyelets. No injury was reported.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed. Follow up #1- (B)(4) samples were received for evaluation. (B)(4). Based upon device evaluation this complaint can be confirmed as reported.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.